Event description:
It was reported that treatment was performed on an occlusion of the left sfa. A 7 x 170mm stent was initially deployed in the mid-distal sfa, followed by an overlapping 7 x 120mm stent in the proximal sfa. Following stent post-dilatation, persistent narrowing was observed within the sfa, which appeared to be related to twists within both stents. Repeated balloon angioplasty was performed within both stents, but satisfactory results were achieved only within the 7 x 170mm stent. Therefore, a stent graft was deployed inside the 7 x 120mm stent. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, it is not available for eval. The event investigation is currently underway. This event is associated with the same pt and reported under MFR report no: 9681442-2010-00046.